Event description:
It was reported that the laser comes out even without pressing the footswitch. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.